Event description:
The following information was reported to the cardinal health distributor: a closure procedure went well without any problems whatsoever. The procedure was very short. A couple of photos of the kidneys were taken due to the high blood pressure of the young patient. They didn't do anything else and no problems were noted. A mynx device was placed on the 24 year old female patient during the diagnostic peripheral procedure. The patient presented with a thrombosis of the lower leg 7 days after the closure procedure. Photos were taken after running the necessary tests and it was noted that the lower leg was occluded at the trifurcation. They started with urokinase and during the following days they tried to get as much debris out of the lower leg with a suction catheter. At the end they could not save the lower leg and amputation was necessary. It was also noted that during the first evening at home, the patient mentioned she felt pain in the lower leg. The patient was hospitalized due to this event. Additional information: the device was used for the closure of the artery. Stick location: medium sheath size: 5f.

Event description:
The following information was reported to the cardinal health distributor: a closure procedure went well without any problems whatsoever. The procedure was very short. A couple of photos of the kidneys were taken due to the high blood pressure of the young patient. They didn't do anything else and no problems were noted. A mynx device was placed on the (B)(6) year old female patient during the diagnostic peripheral procedure. The patient presented with a thrombosis of the lower leg 7 days after the closure procedure. Photos were taken after running the necessary tests and it was noted that the lower leg was occluded at the trifurcation. They started with urokinase and during the following days they tried to get as much debris out of the lower leg with a suction catheter. At the end they could not save the lower leg and amputation was necessary. It was also noted that during the first evening at home, the patient mentioned she felt pain in the lower leg. The patient was hospitalized due to this event. Additional information: the device was used for the closure of the artery. Procedure type: diagnostic periphery stick location: medium sheath size: 5f.

Manufacturer narrative:
The review of the lhr (lot f1428803) indicated that the device lot met all established performance criteria prior to shipment.(lot f1428803) indicated that the device lot met all established performance criteria prior to shipment.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined and the most likely cause for the surgical procedure was the occlusion. A review of the lhr was not possible as the lot number was not provided. (B)(4). Pi number is unknown as the lot number was not provided.